Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the t2 suture knot of two fast-fix 360 curved was loosened. The t implants were removed from the patient by tweezers. Surgery was resumed, with a back-up device, after a non-significant delay. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found two devices received with the same lot number. Neither device was returned with the suture and implants. One device was bent and the actuator was found caught in the needle. A functional evaluation of the suture knot could not be performed as the suture was not returned. The bent device could not actuate due to the bend in the device. A review of the customer provided image found packaging confirming the reported product information and showed the end of a fast fix 360 with t1 off the needle and blood on the t1 implant and suture. There was no way to determine if the device contributed to the reported loosened knot. The loosened knot was not confirmed and the root cause could not be established as no suture or implants were returned. Factors that may contribute to this reported event include excessive force upon knot reduction or contact with another source to the suture. It was determined the device contributed to the bent needle. The complaint was confirmed for the bent needle and stuck actuator. The root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended stress to the needle of the device or contact with another source to the needle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
B5, e1: address line 1 and us city or (foreign state/province/territory) , h6: health effect - impact code.

Event description:
It was reported that, during a meniscus repair surgery, the t2 suture knot of two (2) fast-fix 360 curved was loosened. The t implants were removed from the patient by tweezers. Surgery was resumed, with a back-up device, after a non-significant delay. No patient complications were reported.